Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that that there was a relocation of implant into the sinus. Tooth location #15. Implant at tooth location #15 was removed w/ hand instruments, socket debrided & gbr/gtr placed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One 3i t3® tapered implant 4/3 x 10mm (bopt4310) and associated encode healing abutment were returned for investigation. The reported event occurred at implant level; therefore, this investigation was performed only on the returned implant. Visual evaluation of the as returned implant identified signs of wear due to usage (image 1). The device could not be functionally tested for the reported failure/event (relocation into the sinus). However, measurements were taken using a caliper (ID: (B)(6) ; due date: sept 25, 2020). Following dimensional analysis and comparison to drawings (dwg no. 1040007 rev c), the device was determined to be within design specifications (image 2). Pre-existing condition noted on the per is low bone density ¿ type iii. The reported device had been placed on tooth # 15 (unknown notation system) for approximately 7 months. X-ray or picture images were not provided. Appropriate documentation was reviewed DHR review for the lot (2018030021) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event after implantation of the device. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (2018030021) and no similar event or complaint was found. Based on the available information and dimensional analysis, device malfunction did not occur and the reported event could not be verified as the exact details of event and patient anatomical conditions were unknown/non-verifiable.